Event description:
It was reported that a surgical intervention was performed due to liner disassociation from shell. The liner was exchanged.

Event description:
It was reported that a surgical intervention was performed due to liner disassociation from shell. The liner and the femoral head were exchanged.

Manufacturer narrative:
The associated r3 20 deg acetabular liner was returned and evaluated. The shell was not returned as it remained in the patient. Our clinical evaluation noted that without the requested clinical information, the primary operative report, or the complete revision report a thorough clinical/medical investigation cannot be conducted. However, the two pre-operative x-rays provided confirm the shifting of the head indicating the liner shifting or wear or dissociated out. The future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. A lab analysis performed on the device noted a macroscopic examination of the implant revealed wear damage to the mating surface and rim of the liner. No material deviations were observed in the course of this investigation. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.